Event description:
Customer's ot basic original meter was prompting clean test area, not enough blood, and reset code messages. These issues were unresolved with troubleshooting. Customer did go to the hosp but it was for various other issues which customer did not want to provide info about. Customer does not use meter regularly and is taking oral medications. Pt does not feel the meter was the cause of going to the hosp. No further info was provided. The meter has been replaced for the customer.